Manufacturer narrative:
Additional information provided in d.4., h.3., h.6., and h.10. Deviation lot search report was reviewed, deviations identified are not relevant to the reported event for this complaint- no impact identified. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. The sample was received at the manufacturing site and investigated as follows: - the sample was returned in an open secondary packaging. Front product opening included a red sticker ¿ not of manufacturing original labeling. - in addition, the sample included marking - colored red. - the sample included a pouch, labels and a plastic bag which includes the cradle holding the eds (express delivery system) and small bag with shunt. No IFU (instructions for use) was included of original packaging. - the plastic bag included an eds found oriented non fixed to cradle and an addition small plastic bag that included the shunt. - the shunt was placed in the small plastic bag taped with adhesive transparent tape with pink arrow indicating the shunt location. - the eds wire was found triggered. - wire did not protrude from cannula opening. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Shunt was detached from eds and the eds was operated and performed its functionality releasing the shunt. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Reported event can not be conformed. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an glaucoma filtration device (gfd) implant procedure, the shunt did not released from the injector during insertion. The surgery was completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).